Event description:
It was reported to philips that the device had damaged battery pca pins. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 7 and 8 were found bent and compressed.

Event description:
It was reported to philips that the device had damaged battery pca pins. There was no reported patient involvement/adverse patient impact.